Event description:
It is reported that upon opening, it was discovered that the inner sterile packaging was damaged. Another device was used to complete the surgery.

Manufacturer narrative:
Eval summary: a complaint history search yielded no add'l complaints against this item/ lot combination. A stock inquiry revealed that no other items of this lot are in inventory. Based on a review of the device, packaging and available info, the cause of the reported event appears to be transit damge from shipping. Eval: as received, the outer cavity shows a fracture damage on one side, and the inner cavity shows a fracture on two adjacent sides. The box shows some minor wear and tear and torn labels, indicating it had been opened from both ends. The device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specs.